Manufacturer narrative:
We have requested additional information but the hospital said that at this time, the incident is under investigation and the requested information cannot be provided at this time.

Event description:
It was reported that the baby had a skull fracture post use.